Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 469 mg/dl and blood glucose value when admitted to hospital was 382 mg/dl. The customer was treated with intravenous insulin drip and insulin pump at the hospital. Customer using auto mode feature active at the time of event. Customer current blood glucose was 205 mg/dl. The customer was experienced nausea. The insulin pump will not be returned for analysis.